Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that the console was connected and the slaving method was used. The hemodynamic numbers were frozen. As a result, the pump was exchanged. Refer to 1219856-2006-00241 for first incident involving the same patient.